Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter; customer returned the incorrect vial lot test strips;unable to evaluate. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 125-170mg/dl fasting. Verified the strips expire 7/31/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 560mg/dl and 528mg/dl fasting. Reviewed meter memory (B)(6).